Event description:
The hospital reported a programming error that resulted in an over-infusion of both epinephrine and fentanyl on a critically ill (B)(6), female infant following cardiac surgery. The baby was in the operating room on (B)(6) 2012 until about 2:45 p.m. She was on multiple drips via syringes running on pump modules on 3 different pcus. The pt had an ra (right atrial) line and a meds line. Reportedly, the epinephrine drip was started at about 3:00 p.m. And the fentanyl drip at about 5 p.m. Both the epinephrine and fentanyl were weight based infusions. The infusions were titrated up and down throughout the night. The next morning at about 7:00 a.m to 8:00 a.m., the day nurse discovered that the pt¿s weight had been entered incorrectly as (B)(6), instead of (B)(6). Although it is not known what role, if any, the over-infusion events played, the pt died several days later. The customer is requesting an expedited event log review and needs to know the time and date the pt weight of (B)(6) was entered into the device.

Manufacturer narrative:
(B)(4). Devices not received, log review only. Two over infusions were reported; this report is for the fentanyl infusion. Reference mfg report number 2016493-2012-00432 (carefusion internal report (B)(4)) for the report of the epinephrine over infusion. The report of an over infusion of fentanyl due to a pt weight error was confirmed in the pc unit event log. A review of the log indicates that the system had been in use since it was initially powered on at 10:15 a.m on (B)(6) 2012 with two modules attached. The pt weight was entered as (B)(6) at 12:31 p.m on (B)(6) 2012 when the user programmed the drug ranitidine. Both modules were used intermittently; at 6:25 p.m on (B)(6) 2012, the user began to power down the system, and during the power down cycle pressed the 2 key which interrupted the power down sequence. The system remained on but not in use and remained in this state for more than 20 hours. At 5:04 p.m on (B)(6) 2012, fentanyl was programmed. There was no option to select ¿new patient¿ at this time because the device had never been fully powered down. The fentanyl infusion was programmed with the existing patient weight of (B)(6). The correct patient weight was reported to be (B)(6). The pt weight was changed from (B)(6) to (B)(6) by the user at 8:11 am on (B)(6) 2012. The system remained in use until (B)(6) 2012 at 1:31 a.m when it was shut off. The root cause of the customer¿s experience was determined to be a programming issue.